Event description:
Patient underwent cataract surgery in 2000, and implantation of a staar model aq-2010v intraocular lens. The surgeon filled the bag with insufficient amount of viscoat and the lens tore the side of the bag. He performed a vitrectomy and implanted another lens. Progonosis is "good, pt is very happy."